Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after open the package, found that there was suspected deformation on the backside of the insert. Then the surgeon tried to implant and install the insert. But the insert and tibial plateau could not be locked. Another device was used to complete the surgery. It caused the operation to be delayed for 10-15min. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: could not lock the insert. It was reported that during the surgery, after open the package, found that there was suspected deformation on the backside of the insert(as the photo shows). Then the surgeon tried to implant and install the insert. But the insert and tibial plateau cannot be locked. Another device was used to complete the surgery. It caused the operation to be delayed for 10-15min. There were no adverse consequences to the patient. No additional information could be provided. The product and photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and attachments (B)(4),. Visual examination of the returned attune ps fb insrt sz 7 5mm found one of the posterior grooves that are designed to slide into the locking feature of the mating tibial tray was delaminated. The observed damaged condition suggests the posterior grooves on the underside of the tibial insert were not properly aligned with the undercut locking features of the tibial base. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. As per attune¿ revision knee system fixed bearing surgical technique , on page 209, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". The mating tibial tray component was not returned, therefore, a functional test was not able to be performed. The observed damage suggest unsuccessful insertion attempts during the surgical process, confirming the reported " difficulty/inability to assemble" allegation. In addition, the device was returned outside of the sterile packaging and it is unknown the conditions in which the device was received with the customer, therefore, the damage upon receipt cannot be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A manufacturing record evaluation was performed for the finished device product code 151640705 lot number m38f90, and no non-conformances / manufacturing the overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 7 5mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 151640705 lot number m38f90, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 151640705 lot number m38f90, and no non-conformances / manufacturing

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.